Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer¿s blood glucose level. Customer¿s pump was returned for evaluation, where same malfunction occurred and prevented access to pump menu, and customer received replacement pump while original device was kept for further investigation.